Event description:
It was reported by the customer that a generic medbank system cubie was not opening while trying to issue medication for patient. User hit the retry button still cubie did not open. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie will not open. A technical support specialist remoted in, ended the task application, logged into the tester app, used the unconditional feature, and advised the client to return to the pharmacy as a defective cubie. The system functioned as intended after troubleshot by the technical support specialist.